Manufacturer narrative:
Based on the results of the investigation and the information provided, the most likely cause of the hematoma, pseudoaneurysm and vascular repair was the oversized puncture site (consistent with an 8f or 9f sheath) of the artery potentially due to excessive tension applied to the device during deployment of the sealant and a more lateral stick. The underlying myelofibrosis (while also being on asa and plavix) may have contributed to bleeding tendencies. The sealant was approximately 2 cm above the arteriotomy, approximately 1 cm under the skin. The physician believes that the location may have contributed to the events, and that thin, older female patients are more likely to experience these types of complications. The device was not returned for evaluation, however, a review of the lot history record did not note any issues that may have caused or contributed to the reported incident.

Event description:
A female with history of myelofibrosis. Cad, diabetes, htn, pvd and cerebrovascular disease underwent a carotid diagnostic procedure in 2007. The right cfa access site puncture was below the femoral head, approx 1 cm above the bifurcation. The mynx device was deployed by a trained tech per fu. A hematoma and pseudoaneurysm were noted post procedure and a femstop was applied. Five hrs later, a carotid intervention was performed, utilizing left cfa access, with 3000 units of heparin given. At that time, the right cfa pseudo was treated with thrombin injection. The patient left the cath lab with the left cfa sheath in place. Approx 3 hrs later, manual compression was applied due to increase in right groin hematoma size. Hb dropped from 10.2 to 6.6 and was treated with 3 units of blood. That evening, the patient underwent successful vascular repair of the right femoral site with the surgeon noting an entry size larger than expected for a 6f procedure. The next morning, the patient experienced difficulty during sheath pull of the left cfa access site, which resulted in over 2 hours of manual compression to achieve hemostasis. An add'1 unit of blood was given. Patient was discharged in 2007 with no further complications.